Event description:
It was reported that the ilet device¿s screen was cracked of unknown cause, the device was deemed in need of replacement, and the user was advised that water resistance would be compromised and to maintain backup therapy. Symptoms included no reported adverse clinical effects, and blood glucose was reportedly not affected. Outcomes included replacement of the device and continued cgm data reception via the mobile app. Investigation included review of user-provided photos and customer interview to assess functionality and confirm shipping and return details and inspection of the returned device. Investigation of this device revealed physical damage to the display component with compromised enclosure integrity, consistent with screen breakage, which questioned device functionality but did not impact glucose data at the time of report. It was concluded, based on previously established findings for similar reports, that the cause was attributed to physical damage from external forces.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.